Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 37 alarmed on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 37 alarm noted during testing. Successfully downloaded history files and traces using thus. However, pump error 37 alarm was confirmed in history file on (B)(6) 2021 on 19:34:32:000. Motor was tested outside of the devise and passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched lcd window and scratched case. In summary, alleged pump error 37 alarm not confirmed during testing.

Event description:
Medtronic received information that pump error 37 occurred. There was no adverse impact or consequence reported as a result of this event.